Manufacturer narrative:
A request for further information has been initiated. Once the device and more information is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, both inogen one g5 portable oxygen concentrator batteries discharged rapidly. The patient went to the emergency room for o2. The patient has not responded to requests for further information.